Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 75% to 5% after being connected to a power source. In addition, the customer had been experiencing difficulty charging the pump. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose level was not impacted due to the reported issues.